Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a "status 66" message was observed when the device was placed in either defibrillation or pacing operational modes. The complainant indicated that there was no pt involvement in the reported malfunction.